Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of dissection is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an iliac stenting procedure. Reportedly, the proglide was deployed; however, the sutures did not achieve hemostasis. Hemostasis was achieved with a long manual arterial compression and a femostop. There was no clinically significant delay in the procedure. The following day, it was noticed the flow was bad in the artery. It is thought the proglide dissected the artery. The patient was sent to surgery where blood flow was restored. The physician is reported to be trained in the use of the proglide device. No additional information was provided.